Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-03938, 3006705815-2023-05156 it was reported that the patient was experiencing pain at the site of the ipg and inadequate relief from their scs system. It was noted that the patient had lost weight and also had a bad fall occur on (B)(6) 2023. The patient underwent x-ray imaging indicating that the patient's leads had migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient suffered a bad fall. Although reprogramming provided therapy it was not as effective as before the fall. X-rays showed both leads had migrated. Additionally, the patient also reported the ipg site was uncomfortable. The physician planned on revising the leads and ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
It was reported to abbott, a patient suffered a bad fall. Although reprogramming provided therapy it was not as effective as before the fall. X-rays showed both leads had migrated. The physician planned on revising the leads an ipg. In an update, it was reported surgery took place on (B)(6) 2023 where the patient's leads were repositioned back to c6. There were no complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's leads were repositioned and the patient's ipg was explanted, replaced, and therapy was restored.